Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was unknown. The customer stated that he had eaten popcorn and ice cream leading up to the event. He was treated with fluids and noted that he was taken off of insulin pump therapy upon arrival at the emergency room. It was also reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. He stated that the sensor was inaccurate about 25 percent of the time. The blood glucose reading was 177 mg/dl, compared with the sensor glucose reading of 61 mg/dl. The threshold suspend limit was set to 60 mg/dl. On another occasion, the insulin pump suspended insulin delivery when the blood glucose reading was 123 mg/dl, compared with the sensor glucose reading of 58 mg/dl. A bent sensor cannula was found as well. Nothing further reported.